Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 02.027.032s, lot: l765456, manufacturing site: bettlach, release to warehouse date: february 13, 2018, expiry date: february 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection visual inspection of the returned device during the manufacturing investigation revealed the blade was broken at the blade's sleeve component, and displayed signs of use with deep scratches/nicks. Dimensional inspection dimensional inspection of the returned device could not be performed due to the device's received condition. Document/specification review no design issues were identified during investigation. Conclusion the complaint was confirmed with investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1: brand name. D4: catalog number, lot number, UDI number, expiration date. D7; d10. G1: physical manufacturer. G5: device is not distributed in the united states, but is similar to device marketed in the USA. H4. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data: b5: corrected concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: pfna nail (part: 02.023.103, lot: l495190, quantity: 1), 4.9mm locking bolt 38mm (part: 259.380, lot: l339562, quantity: 1), 4.9mm locking bolt 38mm (part: 259.380, lot: l800227, quantity: 1).

Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date in (B)(6) ''208''. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, patient complained of pain. An x-ray taken on (B)(6) 2019 showed that the proximal femoral nail anti-rotation (pfna) blade left side was broken. Patient underwent original implantation on an unknown date in (B)(6) 2018. The revision procedure is planned for (B)(6) 2019. During the revision, a hip-tep will be implanted. Concomitant devices: pfna nail (part: 02.023.103, lot: l4959190, quantity: 1), 4.9 mm locking bolt 38 mm (part: 259.380, lot: l339562, quantity: 1), 4.9 mm locking bolt 38 mm (part: 259.380, lot: l800227, quantity: 1). This report is for an unknown pfna blade. This is report 1 of 1 for (B)(4).